Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump only delivered 105 ml of a 150 ml infusion. The initial reporter did not report any adverse effect to the patient, but also did not provide any additional information. [Complaint-(B)(4)].